Event description:
It was reported, that this right atrial lead exhibited noise. And oversensing leading to inappropriate atrial tachy response (atr) episodes. No out of range impedance measurements or pacing inhibition were observed. It was recommended, that the health care professional (hcp) follow up with cardiology. The right atrial lead remains in service at this time. No adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).